Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was frozen and buttons were not responding. The customer's blood glucose value was 127 mg/dl at the time of incident. The customer was assisted with troubleshooting. It was reported that time clock did not advance. Insulin pump screen was frozen to fill tubing and not doing anything. There was no response from button, screen was completely blank. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.